Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and pump error. The customer¿s blood glucose was 157mg/dl at the time of incident. Customer stated that the insulin pump buttons were not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked keypad connector. Pump passed the displacement test and unexpected restart alarm test. Unit passed self test. No unexpected restart alarm anomalies noted. No unexpected audio/vibrate anomalies noted.